Event description:
It was reported that post open heart surgery, loss of capture and decreased sensing were observed. A decease in pacing lead impedance was also noted. Lead was explanted and was replaced. There were no complications from procedure.

Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.